Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 47mg/dl. Low bg cause was not known. Customer consumed carbohydrates to address bg. Tandem technical support checked the pump logs and verified that the pump was functioning appropriately. Recommendation was made to consult with a healthcare provider to discuss diabetes management.